Manufacturer narrative:
An amo authorized field service engineer evaluated the equipment at the customer location. The equipment was found to be within specification, however, the vacuum calibration was adjusted to be at the mid point. No issues were found with the equipment that related to the reported event.

Event description:
The customer reported experiencing a corneal burn in the operative eye during a phacoemulsification procedure. The doctor indicated that the phaco machine had sluggish performance. The patient reportedly required sutures to close the wound. Additional information has been requested, however, this has not been provided.